Event description:
A non-healthcare professional reported treatment was aborted due to system message resulting in incomplete flap in the left eye of the patient during lasik surgery. The patient was asked to wait to heal and the procedure was completed with photorefractive keratectomy. There are multiple related reports for this facility. This report addresses patient initials (B)(6), left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment of the patient¿s left eye was aborted by device during canal cut, treatment was only fourteen percent complete. Collision with objective lens will not stop patient bed movement appeared each once during the reported treatment and a second time reach after several minutes. The reported treatment was not finished on the same day. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. During on site technical visit, field service engineer checked device. Field service engineer replaced the compact flash card (preventively), replaced the laser head and reseated all cables to the controller area network module. The communication timeout (see logfile review) could have been caused by cabling issues to the controller area network module, however as the laser head was also exchanged it is not possible to identify conclusively what caused the timeout. Field service engineer performed and signed service installation record. System meets specification as per service installation record. The laser head was received at wavelight and send to the external manufacturer for failure analysis, together with a supplier action request. The supplier action request has not yet returned from the manufacturer. Without the response from the external supplier on the supplier action request, the root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).